Event description:
It was reported that a revision surgery was scheduled for a patella and an insert exchange, however during procedure the femoral implant came off by hand. Procedure was concluded by removing all components and inserting a cement spacer as part of a 2 stage revision.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this case reports a revision surgery was performed to exchange the patella and an insert exchange, however during procedure the femoral implant came off. Therefore. All components were removed and a cement spacer was inserted as part of a 2 stage revision. The reason for the exchange remains unknown. Per email communication, there is no consent granted to provide the requested x-rays and surgical records. Therefore, the patient impact beyond the revision cannot be determined. Due to limited information, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.